Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : a previous DHR review (B)(4) did not reveal any related manufacturing deviations or anomalies on the reported lot number (8069452).

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. Dmf# - (B)(4), trade name gentamicin sulphate, active ingredient(s) gentamicin sulphate, dosage form - powder, strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records ad (B)(6) 2021 were reviewed. On (B)(6) 2015, the patient had a left total knee arthroplasty to address osteoarthritis. Depuy components, including depuy patella and depuy cement x2 were utilized in this procedure. No complications were noted. On (B)(6) 2019, the patient had a revision of total knee arthroplasty; femoral and entire tibial component to address failed left total knee arthroplasty. The patient was noted to have increasing pain and a loosening of the tibial baseplate at the cement/implant interface. The femoral component and tibial insert were revised with no allegations of deficiency. Competitor components were implanted during this procedure. Doi: (B)(6) 2015 dor: (B)(6) 2019 (left knee).